Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 09/13/2016, that on (B)(6) 2016, the g5 mobile application had gaps in data. No additional event or patient information is available. No product or data was provided for evaluation. The reported event could not be confirmed. A root cause cannot be determined.